Manufacturer narrative:
Unit received with all buttons responding properly. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests. No pump error 82 alarm noted during testing. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. However, on adapt, confirmed (82) alarm on (B)(6) 2026 15:23:04.000hour for alarms that may have occurred in the past and line number 604 file number 121 (B)(6) 2026 15:24:08.000or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection no evidence of physical damaged. However, moisture damage was found on the internal lithium backup battery connector on j6/pcba 1. All buttons were tested while navigating the menus, and they all worked properly. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. In summary, customer allegations were not confirmed. All buttons function properly during testing. During visual inspection, no flattened domes were noted. No pump error 82 alarm noted during testing. However, pump error 82 alarm was confirmed on event date in the pump history download, the motor may have had an intermittent failure that was not detected during our testing. However, moisture damage on the j6/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82 (the hrm task did not grant motor power in reasonable time), keypad issue. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884was requested and customer response was the device will be returned. The customer will discontinue using the device.